Event description:
It was reported the polyethylene inlay of a prodisc-l implant extruded. The patient underwent a total disc replacement with prodisc-l at l5-s1 in (B)(6) 2013 for degenerative disc disease. She was fine for 13 months post-op. In (B)(6) 2014, she helped a family member move, and did repetitive lifting. Since then, she's had transverse low back pain and difficulty bending to dress. The surgeon stated the marker bb made the diagnosis easy, although the anterior translation of the superior component first caught his eye. He never saw this without significant trauma. The surgeon plans to use facet blocks as treatment, and a CT to evaluate the facets. If this is not successful, he will perform an anterior interbody lumbar fusion, or anterior/posterior interbody fusion (360), or exchange/replace the polyethylene inlay. An image reading was performed by a depuy synthes medical director. He stated "by comparing two lateral images, looks like the superior endplate has slight anterior translation against inferior endplate, but its position against l5 vertebral body remains unchanged. Based on the position of the marker in two images, the inlay is likely migrated anteriorly together with the superior endplate. Additional image, especially CT will be helpful to determine inlay position and exclude any posterior element fracture." This report is for an unknown superior plate for a prodisc-l implant. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown superior plate for a prodisc-l implant. UDI # unknown part number, UDI is unavailable. Implant date was reported as an unknown date, (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device history review: a review of the device history records for pdl-m-sp11s and the raw material indicates that there were no issues with the endplate or manufacturing discrepancies relevant to the complaint of ¿migrated.¿(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device remains implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a revision surgery to have the polyethylene inlay removed and replaced. The superior and inferior endplates remain implanted.